Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. They would correct for the low blood glucose but then their blood glucose would go extremely high. It would be within the range of 300 mg/dl to 400 mg/dl. The customer's blood glucose level at the time of the incident was 60 mg/dl. They treated the low blood glucose with food. Their blood glucose then went up to 300 mg/dl. They did a bolus of 3 units and then an hour later their blood glucose went up to 442 mg/dl. The customer's current blood glucose level was 369 mg/dl. The customer had symptoms of being weak and sweating. Their health care professional had her adjust the basal rates overnight. They declined troubleshooting for the low blood glucose. The device will not be returned for analysis.